Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were provided for further evaluation. Initial evaluation of house retain samples for lot 0061744004 were unable to note any defects present, all samples met internal specification. However upon further evaluation evidence of excessive solvent was found on the male luer on 1 out of 5 retain samples. This condition is also found on the defective samples returned from the customer. Adjacent lots 0061746574 and 0061729372 were evaluated and found to be within specification with no evidence of excess solvent found on the male luer. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: three days after the valve was inserted into the patient, an infection was observed. Furosemide was infused though the valve from (B)(6) 2020 to (B)(6) 2020. The patient experienced redness local to the insertion site, fever, and sepsis/septic shock. The customer was then treated with an IV antibiotic treatment for five days, and their condition favorably improved rapidly.